Manufacturer narrative:
B3 unknown. One device was returned for repair in good condition. This device has not been serviced in the past. Functional test found error code 46515 and the primary problem was replicated. The cause of the problem was iu error irq os int nesting. Device needs to recharge for 250 hours and perform standard preventative maintenance to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was an error code 46515. There was no patient involvement.